Event description:
It was reported to covidien on (b()6) 2013 that a customer had an issue with a heel warmer. The customer reports that the heel warmer exploded while the nurse was attempting to activate. The product sprayed the infant and the nurse. The nurse was injured when some product got in her eye. There was no injury to the pt. The customer further reports that the nurse is being followed by employee health and that her eye was flushed out. There was still irritation the next day.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.